Event description:
Journal reference: washington bb, hines bj. Implant infection after two-stage sacral nerve stimulator placement. Int urogynecol j 2007; 18:1477-80. This article reports on a retrospective chart review investigating rates of infection in 37 female pts after 2 stage sacral nerve stimulator placement for mgmt of refractory urge urinary incontinence, urinary frequency, non-obstructive urinary retention. The neurostimulator was described as the interstim sacral nerve stimulation sys (medtronic). Operative procedures for each stage, including prophylactic use of antibiotics, are presented in the article. After the second stage, some pts developed symptoms that eventually led to device and lead removal. Symptoms included tenderness (80%), erythema (80%), discharge (60%), burning (20%), and swelling (20%). No pts were febrile or manifested signs of systemic bacteremia. Cultures of drainage from infected stimulator wounds were positive for staphylococcus areus for 3 of the pts. Conservative treatment, included oral antibiotics and wound care, was not successful in eliminating the infections. Infections resolved for pts after the sys was removed. Two pts subsequently underwent re-implantation without complication. Add'l info: in general, pts returned for device removal an average of 147.4 days after implantation. Infection was noted a median of 76 days (min, 33 days; max 461 days) after implantation.